Manufacturer narrative:
The insulin pump was monitored for 2 days and no unexpected battery alarm was noted. All operating currents were within specification and the insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump batteries lasted only one day. The customer did not recall the blood glucose reading. The batteries were not previously used, the customer did not perform excessive button pressing, the back light was not used frequently used, and the customer does not upload frequently. The customer did not receive a low battery alert prior to shutting off. The battery cap was not loose, cracked or damaged. The customer reported that the issue was the second occurrence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.